Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of six reload. Visual inspection of the returned product noted that needle one, needle four and needle six had marks on the cones of the needle. Needle two had a deformed (bent) cone tip. Needle four, needle five and needle six were needles that were returned broken at the suture swage. Needle five had marks on the opposite side of loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the improper loaded needle may occur if either the endo stitch dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side the loading slots of the needle. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing devic e prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use in a total laparoscopic hysterectomy laparoscopic procedure while closing the vaginal cuff, the needle part of the device broke. An x-ray was performed to locate the pieces. There was more than 1 defective device involved and occurred in different cases. Got a new suture to resolve the issue. Patient status was asked but unknown.